Event description:
The customer reported that the ventilator alarmed with data acquisition (pcba adc) printed circuit board assembly/ analog digital converter failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Updated .